Event description:
Device malfunction: device failure is unknown. Time of device malfunction: during vessel closure symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly. The device failed to achieve hemostasis after the clip was deployed. The device was removed and hemostasis was achieved using a chito seal. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.